Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, when the physician attempted to harvest the suture, the proglide device sheath was found to be detached from the body of the device remaining in the vessel. The detached component was snared from the vessel. Manual arterial compression was applied to achieve hemostasis. The physician reportedly did not feel any resistance throughout device deployment. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported detached component was confirmed. Visual inspection of the returned device indicated that the foot was intact, but the guide was broken, which could appear very similar to the reported sheath detachment. Although it was reported that there was no resistance throughout device deployment, a guide break suggest that there was resistance encountered during the device insertion or deployment. The probable cause for the guide break is related to the operational context during use. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.